Event description:
Information received from the article: cheridan et al. First indian single center experience with pipeline embolization device for complex intracranial aneurysms. Neurology india. Nov-dec 2014, vol 62, issue 6. Medtronic (covidien) received information through literature review regarding an adverse event and the manufactured product involved with it. A patient underwent an uneventful embolization treatment with 1 pipeline and adjuvant coils. (Five) days post procedure, the patient experienced minor neurological deficit (dysphasia and ataxia) which partially improved over the next 4 weeks. MRI (magnetic resonance imaging) at the onset of symptoms revealed a small left superior cerebellar artery territory infarct. Mra (magnetic resonance angiography) at 1 month showed present flow signal within the aneurysm and the covered side branch (bilateral sca) was preserved. Catheter angiography at 6 months showed complete occlusion with the covered side branch preserved. The article concludes that flow diversion with the pipeline is a technically feasible and simpler way compared to endovascular coiling and has a low complication rate in the treatment of complex, recurrent, and wide necked aneurysms and aneurysms with dysplastic parent artery and aneurysms with perforators arising from the dome.

Manufacturer narrative:
The report was created to capture the post procedure complications. The information was received from the article: cheridan et al. First indian single center experience with pipeline embolization device for complex intracranial aneurysms. Neurology india. Nov-dec 2014, vol 62, issue 6. The lot history record review was not possible as the lot number was not reported.